Manufacturer narrative:
(B)(4). Date sent: 5/11/2020. D4: batch #u5a28f. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload, however, did not achieve and complete its firing sequence. Further analysis showed that the reverse button was damaged. The device was disassembled to verify the condition of the internal components and no anomalies were noted.  A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the damage to the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: we received a second device (psee60a) for this complaint (B)(4), with the batch number: t5e63f. Because originally the original complaint only mentioned one device, please help us clarify: does the second device received belongs to this complaint? Was this device utilized on the same patient of complaint (B)(4)? If not, is this device from a separate complaint? If this device is from a not reported complaint, please answer the following questions: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any other problem with this device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the device stopped during the third firing on the gastric body. The device could be fired after the battery was reloaded. The surgeon felt that the motor power was weaker than usual at the first firing on the duodenum and the second firing on the gastric body. The target tissue was not thick. The cartridge color was gold. Delta anastomosis was performed with another device to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device, it was found that the battery generated heat. No further information is available.